Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed to start-up, failed to charge and failed to maintain pressure. The root cause was identified as a defective mainboard, a depleted battery and a defective vacuum motor. We have established a relationship between the device and the reported event. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the renasys touch device was found unable to start-up correctly nor operate on ac or battery power and could not recharge the battery due to a defective mainboard with the j13 connector obstructed in the wrong position and a defective battery that could not hold the charge. Additionally, the device was found unable to generate and control negative pressure due to a defective motor. No patient was involved.